Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced increased spasticity. A dye study and magnetic resonance imaging (MRI) were performed. A CT dye study was attempted; aspiration was achieved with notable resistance. The injection of dye was met with complete resistance and was unable to be performed. There was ¿yellowish fluid followed by bubbles followed by clear fluid.¿ they were awaiting the results of the MRI for a suspected catheter track or catheter tip granuloma. The patient was likely to undergo a catheter replacement. The patient status was alive; no injury. The pump was delivering gablofen 3000mcg/ml;800mcg/day. Additional information reported a magnetic resonance imaging (MRI) with contrast will be performed (B)(6) 2013. It was not yet determined if there was a granuloma. The catheter has not been replaced. The patient is doing well but has increased spasticity.